Event description:
During an unspecified procedure, the suture broke. The surgeon applied another device. The hospital reported that no patient injury had occurred.

Manufacturer narrative:
The reported condition was confirmed however, the exact cause could not be reliably determined.